Event description:
It was reported the experienced discomfort at the lead site. As such, the patient presented to the emergency room. A company representative met with the patient and x-ray imaging revealed the lead had migrated out of the patient. Consequently, the lead was removed.